Event description:
Female resident was found between the siderails and mattress of bed. This bed had 4 half siderails with all 4 in the up position. Resident was found between the upper and lower half of the siderail. Pt was unresponsive at the time and was immediately removed and taken to the ER next door. She did become responsive after arrival to the ER. The ER physician was unsure if pt's unresponsive state was due to positioning between siderail's or if pt had experienced a seizure, as pt has a seizure disorder and dr felt pt's mental state was more like a post seizure state. Pt was admitted overnight for observation and returned to the nursing home the following day, without any residual problems noted. In response to this occurance, all beds with 4 half siderail's had the lower half rails removed. This pt was placed in a bed with full length siderail's with wedge siderail bolsters for safety due to seizure disorder. There was some misfitting of mattress to the bed frame noted. Facility is making arrangements to replace all beds in facility due to they are all older beds that have had both siderail's and mattresses replaced numerous times.